Manufacturer narrative:
The cartridge has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that a patient experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose reading of 'hi' on their glucose meter which indicates that it was over 600 mg/dl. The patient did not receive any treatment above and beyond the normal course of diabetes management. The patient had continued to use the pump at the time of the call. The reporter indicated that there were air bubbles present in the cartridge. The reporter reviewed the patient's cartridge filling technique and found that it was not correct. The reporter stated that changing the cartridge had alleviated the hyperglycemic issue. The reporter reviewed the correct cartridge filling technique with a customer technical support representative. This complaint is being reported based on the allegation that a patient experienced a hyperglycemic event as a result of use error of the cartridge.